Event description:
The contact discovered the customer's meter was reading with a decimal point. It was verified the meter was set in mmol/l. The contact stated, the customer did not adjust his medication or experience any adverse events. She was able to reset the meter to mg/dl, and no product will be returned.